Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell while wearing the pump and the touch screen became cracked and was no longer functional. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) was 600 mg/dl and customer changed supplies to use the pump to deliver a bolus. As the pump was not functional, the customer's bg did not decrease and customer was admitted to the hospital on 02/05/2018. Upon admission, the customer's bg level was 600 mg/dl with large ketones. Customer was treated with fluids and insulin via an intravenous drip. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.